Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were returned. Customer only returned 1 test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 268, 160 and 163 mg/dl. The customer¿s expected fasting before lunch blood glucose test result range is 110-155 mg/dl and expected 2 -3 hrs. After dinner blood glucose test result range is 104-133 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is 3-4 weeks ago. The meter memory was reviewed for previous test result history: result 1: 163 mg/dl, date: 4/7, time: 2:31pm, fasting before lunch. Result 2: 160 mg/dl, date: 4/6, time: 11:53pm, fasting 2 hrs. After dinner. Result 3: 268 mg/dl, date: 4/6, time: 11:52pm, fasting 2 hrs. After dinner. Result 4: 108 mg/dl, date: 4/6 , time: 9:26pm , fasting before dinner. Result 5: 141 mg/dl, date: 4/6, time: 11:30am, fasting before lunch.

Manufacturer narrative:
Sections with additional information as of 01-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were returned - customer only returned 1 test strip, unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.